Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch, power loc max 20g 0.75in needle cracked and broke at luer lock at distal end of port needle during blinatumomab continuous infusion. Resulted in immunotherapy spill exposing patient, caregiver and medical personnel to a biohazard. Required emergent infusion clinic visit, drug waste, added cost, additional port access, and close monitoring for complications. No other information was provided.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-07001 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-06106.

Event description:
It was reported via medwatch, power loc max 20g 0.75in needle cracked and broke at luer lock at distal end of port needle during blinatumomab continuous infusion. Resulted in immunotherapy spill exposing patient, caregiver and medical personnel to a biohazard. Required emergent infusion clinic visit, drug waste, added cost, additional port access, and close monitoring for complications. No other information was provided.